Manufacturer narrative:
Additional narrative: a service history review was conducted. The report indicates that no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 2-oct-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Additional evaluation was conducted. The report indicates that the customer reported the spring was missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: spring. This item was repaired, passed synthes final inspection and returned to the customer on (B)(4) 2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a spring was found to be missing from the holding sleeve for stardrive screwdriver shaft t8, during inspection and cleaning after surgery. The part was being taken apart for cleaning and the spring flipped out. The spring was never found after cleaning. There was no surgery or patient involvement. No delay in surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.